Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The scope socket locking mechanism was found not protecting pins.

Event description:
A user facility reported to olympus that the scope connector was missing a plastic piece. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the problem "lock mechanism not protecting the pins" as follows: more than 5 years have passed since the product was manufactured and it is likely that because the tab of the output connector was worn out due to repeated use for a long period, the tab failed.